Event description:
It was reported that during a lap appendectomy procedure, the cartridge fell out of the device. Another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.